Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a ¿patient reported inflammatory nodules likely due to a hypersensitivity reaction" after they were injected in the nasolabial folds with juvéderm® vollure¿ xc. Treatment is noted as hyaluronidase, thermismooth®, and medrol dose pak.

Event description:
Additional information noted the event occurred after the patient was injected in the "mid cheeks" with 2ml of juvéderm® vollure¿ xc. Treatment was further provided as hylenex 0.8cc with 0.4cc lido, hylenex 50 units, thermismooth®, solupred dose pack, medrol dose pack and aspirin 325mg x2. Event has resolved 12 days after date of onset.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a ¿patient reported inflammatory nodules likely due to a hypersensitivity reaction" after they were injected in the nasolabial folds with juvéderm® vollure¿ xc. Treatment is noted as hyaluronidase, thermismooth®, and medrol dose pak.